Event description:
It was reported that using a femoral artery access approach during a procedure of the eccentric, restenosed, proximal right coronary artery (rca) the 2.75 x 15 mm vision stent delivery system was advanced but the stent implant dislodged when it was attempted to cross the previously implanted unspecified stent in the rca. The vision sds was attempted unsuccessfully to be snared and a 3.0 x 28 mm vision sds was attempted but failed to cross the lesion. A 3.5 x 12 mm and a 3.0 x 15 mm vision stent were placed as treatment of the vessel and to crush the dislodged stent without incident. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the anatomy. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.